Event description:
It was reported that the patient experienced pain when moving their left arm. No malfunction was observed on the implantable cardioverter defibrillator (ICD). A procedure to reposition the ICD for comfort measures was completed on (B)(6) 2024. No complications were encountered. The patient was stable.